Event description:
It was reported that after filter deployment, pusher tip on delivery system caught on the filters legs. Dr was able to disentangle and filter implanted properly. No harm to patient.